Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour into treatment with one (1) unit of prismaflex m150 set c, an external fluid leak was observed from the drain bag. There was patient involvement. No additional information is available.